Event description:
It was reported during remote follow up that the right atrial lead displayed oversensing of noise. This resulted in loss of patient atrioventricular synchrony. The lead was capped on (B)(6) 2026 and successfully replaced. The patient was stable following procedure.